Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hypoglycemia and insulin pump not receiving alarm. The customer¿s blood glucose level was 2.9 mmol/l. Customer stated that they performed a self-test with insulin pump and self-test was passed. Customer stated that they checked audio options and audio options installed correctly. Customer stated that the auto mode was not activated yet. The device will not be returned for analysis.